Event description:
Overdelivery reported. The pump was set to infuse morphine sulfate 1mg/m1 at a rate of 1mg/hr as a continuous delivery, with the patient dose set at 1mg every 6 minutes with a 4 hour lockout of 30mg. After set-up, in 2 1/2 hours the nurse observed that the screen registered 2.4mg, however, the nurses noted the vial had approximately 13mg of morphine gone. The pump was stopped and discontinued. The patient reportedly "did not receive an overdose" or suffer any adverse effects. No further information was available.